Event description:
Additional information indicated that this device was explanted due to normal battery depletion.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed low pacing and shock impedance measurements. There was also no sensing or capture on the atrial or right ventricular (rv) leads. The device was evaluated and the leads were found to be non-functional. A latitude red alert indicated that there was an internal short. There was also noise which resulted in inappropriate shock. The patient will be scheduled for a lead extraction and a device replacement procedure due to elective replacement indicator (eri), in the near future. The device has been turned off. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted at this time. If additional information is received, this report will be updated.